Event description:
Received an electronic report from a hemodialysis user facility who has reported "this morning we had to stop a pts treatment. The machine began to alarm high tmp and had negative venous pressure. The line did not separate at this time. We moved the pt to another machine and had the same problem so it was obviously the line." The facility was contacted for additional information on this event. It was learned that the patient was undergoing dialysis when the pigtail separated from the venous chamber. The ebl was 260 ml. The staff set up another treatment system and the dialysis therapy was resumed. The patient completed prescribed therapy as ordered with no ill effect from this event. The patient was discharged to home once the therapy was completed. A sample is available for an evaluation.